Event description:
In (B) (6) 2007, varian received word from the user of a problem while using arc treatment with dynamic multileaf collimation, and in troubleshooting that issue, mismatching software versions were discovered. During a clinac system upgrade in (B) (6) 2006, performed by a varian distributor, the controller software for the varian mlc was upgraded to v5.1, but the controller for the (B) (4) m3 was not upgraded and remaining at v6.8 (which was compatible with clinac sw ver 5.0). On this device, the varian clinac linear accelerator is used in conjunction with a third party collimator - the m3 micro multi leaf collimator from (B) (4). In order to function correctly, matching software versions must be present on both devices. The details of the problem reported by the user are unknown, but the issue was not initially reported as a complaint and therefore, did not get forwarded for complaint investigation, until word of another mismatch in (B) (4) (reported to (B) (4)) prompted a search for others. It is unknown whether or not this customer experienced any issues with other dynamic mlc arc treatments between the software upgrade in (B) (6) 2006 and the controller upgrade in (B) (6) 2007, but we have no reports of any serious injuries or mistreatments.

Manufacturer narrative:
In 2006, a problem was reported where the mlc leaf shapes were not correct during a treatment in (B) (6), and that complaint led to the discovery of an incompatibility between the versions of (B) (4) and varian software installed. Both (B) (4) and varian took steps to ensure that compatible software versions were installed on all machines. Earlier this year, a machine was found in (B) (6) which had mismatching software following a distributor service upgrade. This event prompted a global search (via service memorandum) for other machines with mismatching software, which in turn yielded this report. This service error has the potential for delivering incorrect dose distributions due to mlc leaf shapes not matching those prescribed.